Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% target lesion was located in the moderately tortuous and severely calcified coronary artery. A 2.50mm x 12mm nc emerge® balloon catheter was advanced to dilate the target lesion. However, upon first inflation at 20 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. There was contrast in the inflation lumen and the balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed a 9 mm longitudinal tear on the proximal end of the balloon. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no irregularities in the markerband that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% target lesion was located in the moderately tortuous and severely calcified coronary artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced to dilate the target lesion. However, upon first inflation at 20 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.